Event description:
Healthcare professional reported left side rupture and a capsular contracture baker grade iii as well as "modification of the color. Breast is hard and deformed". Additionally the device was implanted longer than 6 months. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and a capsular contracture baker grade iii as well as "modification of the color. Breast is hard and deformed". Additionally the device was implanted longer than 6 months. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 5apr2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and a capsular contracture baker grade iii as well as "modification of the color. Breast is hard and deformed". Additionally the device was implanted longer than 6 months. The device has been explanted.